Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
On 2014-06-17, information was received from a consumer regarding a patient who was fentanyl at an unknown concentration/dose via an implantable pump for non-malignant pain and chronic low back pain. The patient's medical history and concomitant medications were not provided. The patient was reportedly implanted with the pump three weeks prior to report, and had been having to self-catheterize due to urinary retention. It was noted that since the patient left the hospital, he had been unable to void, and the issue reportedly had been getting worse. The patient was reportedly given flomax when he left the hospital, but it was no effective. He had to self-catheterize at the end of every day. The patient reported that the pain pump was working fantastic. The patient wanted to know if there was different medication he could take for urinary retention. Further information was then received, on (B)(6) 2014, and it was reported the patient did not have concerns with their device or therapy. Additional information has been requested regarding medication information, concomitant medications, pertinent medical history, what the cause of the event was and if any troubleshooting and/or interventions occurred, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp (healthcare provider) and it was reported that the patient's medical history included failed back surgery from 2000. Per the hcp, the urinary retention was not due to the intrathecal medications, device or another cause such as an underlying medical condition.